Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the suture sleeve migrated out of the pocket. The suture sleeve could not be retrieved and a new suture sleeve was used to secure the lead. No patient symptoms were reported.